Event description:
Patient had a knee surgery to reconstruct his anterior cruciate ligament with a bone-tendon autograft. During the surgery, a piece of the nitinol guidewire broke off during the procedure. The surgeon made the decision to leave the wire in since it was in the bone and would not cause harm. He felt it would be detrimental to the patient to remove it and take the graft down. Patient was discharged home and will follow up with physician in the clinic.